Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During follow-up for a separate event, it was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [ccpd)] for renal replacement therapy (rrt) presented to the outpatient clinic on (B)(6) 2018 with cloudy peritoneal effluent fluid. The pdrn stated peritoneal effluent fluid cultures were obtained on (B)(6) 2018, and the results were negative for growth. Additionally, a peritoneal effluent fluid cell count was preformed, and revealed an elevated white blood cell (wbc) count of 387. The patient was reportedly treated outpatient with vancomycin (dosage, frequency, duration and route unknown) and gentamycin (dosage, frequency, duration and route unknown). The pdrn stated the cause of the peritonitis was due to a fluid leak; however the source of the leak is unknown.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s adverse event of peritonitis requiring antibiotic therapy. The pdrn attributed causality to a fluid leak; however the source of the leak is unknown. At the time of this investigation, the manufacture evaluation of the liberty select cycler is still pending. Additionally, there is no liberty cycler set sample available for evaluation; therefore any product involvement cannot be evaluated. The liberty select cycler and liberty cycler set cannot be excluded as a possible causal or contributory factor in the patient¿s peritonitis. However, peritonitis is a commonly known complication of esrd patients on peritoneal dialysis therapy. Plant investigation: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
...